Event description:
A plaintiff attorney reported that the pt allegedly sustained colon perforation during a procedure involving the use of an olympus model cf-10dtc and hot biopsy forceps (model fd-1u-1).

Manufacturer narrative:
None of the devices referenced in this report were returned to olympus for investigation. The cause of the pt's outcome cannot be conclusively determined. Additionally, olympus has never manufactured a model cf-10dtc colonoscope. This report is being submitted as an MDR in an abundance of caution.